Event description:
Discussion with the patient in 2009, indicated that the device was implanted four weeks prior. Four days later, the patient felt intermittent flutter in his heart. The frequency and duration did not change until that evening, when the patient felt an extended period of flutter. He was transported by his wife to fairview university, where he was evaluated in the emergency room and was kept overnight. The patient reported that an ultrasound determined there was a significant flow of blood into the "other cavity". The device was removed on march 30, and the defect was closed surgically. The patient recovered without further incident.

Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information has been provided regarding this event. Event and explant dates were estimated.

Manufacturer narrative:
The explant date was corrected.

Event description:
According to a phone call received from the patient, his amplatzer septal occluder was removed. The implanting physician was contacted by aga medical and the physician is in contact with the patient for consent of medical record release.